Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to perform displacement test or confirm failed batt test alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received battery failed alarm. Battery cap was not missing,damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.